Manufacturer narrative:
The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by the customer "I gave cytostatics in picoline. When almost all the fluid has gone in, I realise that the compresses around the piccline insertion site. This drug is very strong and should not get outside the vessel. It turns out that piccline is broken. Small amount had got into compress that was against the skin. I closed the infusion. Removed the dressing and compresses. Washed for a long time with soap and water on the skin that could have come into contact with the medicine. Contact with doctor who decided that piccline should be pulled. Then pulls the catheter. Urges patient to be observant of skin. Fortunately, no physical injuries from the incident. Patient received new PICC-line shortly after the event, no delay in continued chemotherapy." There can be necrosis of skin/tissue if it gets outside the bloodstream. No other information was provided.